Manufacturer narrative:
The referenced report of pump exchange is covered under medwatch MFR report #2916596-2017-01309. Device identifier (di) #(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient reported to the emergency room with left sided weakness and speech changes. With the onset of hemiplegia, the patient was given aspirin. CT of the head demonstrated ischemic clot at anterior m1 branch of the right middle cerebral artery with partial occlusion. Interval development of high density material within the right aspect of the suprasellar cistern, sylvian fissure and lower right cervical convexity compatible with a combination of acute hemorrhage was observed. Left posterior inferior cerebellar artery (pica) territory infarct, no cervical mass effect or midline shift, and multiple remote infarcts were noted. The patient underwent artial thrombectomy by neurovascular medicine with successful clot extraction. The patient was hemodynamically stable, and maintaining the airway. Coumadin was later restarted as well as the aspirin. The patient called on (B)(6) 2017 complaining of blurry vision and stated seeing a dot in the field of vision. The patient presented to the emergency room. CT scan of the head revealed previously visible hemorrhage has substantially decreased in extent, with only minimal curvilinear hyperdensity seen anteriorly in the right sylvian fissure, compatible with resolving subarachnoid hemorrhage. No evidence of new intracranial hemorrhage, mass effect, or acute large territory infarct. Subsequently, the patient underwent a pump exchange on (B)(6) 2017. No additional information was provided

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.